Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the procedure, on (B)(6) 2010, femoral implant peg holes were burred farther laterally than planned. The final implant was placed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The results of the eval revealed that the likely cause of this issue is inadvertent movement of one of the tracking arrays during the procedure. A review of labeling confirmed that proper setup and instructions regarding the stability of arrays and the impact of inadvertent movement on overall system accuracy are prominently displayed.